Event description:
During follow-up, noise was noted on the right ventricular (rv) lead. During explant procedure the helix failed to extract the rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of helix would not retract was confirmed. Visual inspection found the helix to be extended and clogged with blood/tissue. After cleaning, the helix could be retracted and extended. The cause of the reported event was isolated to the helix being clogged with blood/tissue. The reported event of noise was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.